Manufacturer narrative:
The date of initial implantation was not made available at the time of this report. This report is filed on november 9, 2016, (B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the patient's device was electively explanted on (B)(6) 2016, in order to upgrade to a newer technology. The patient was reimplanted with another cochlear baha device during the same surgery.